Manufacturer narrative:
(B)(4).

Event description:
Procedure type: epigastric hernia repair according to the reporter: on (B)(6) 2014, a recurrence of hernia (epigastric 4x5cm) was noted. Surgery will be planned after CT scan is made. It is ongoing. The relationship to device is unknown/impossible to determine.